Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose and issues with the insulin pump. Customer's blood glucose level was 57 mg/dl. Customer was in a vehicular accident and went to the hospital due to low blood glucose levels. Customer advised they had low blood glucose, were driving to get food and they swerved off the road while driving. Customer was placed on insulin drip while at the hospital. Troubleshooting on the insulin pump was performed. Customer performed and passed the displacement test. Customer was advised to follow up with their healthcare provider, monitor their low blood glucose, monitor the insulin pump and call back if issues persist.